Manufacturer narrative:
Additional information: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the jejunal tube was replaced as it was occluded. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 13, 2014: the date of jejunal tube placement was (B)(6) 2013. The date the jejunal tube became occluded was (B)(6) 2014.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube occluded. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive jejunal feeding tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, on (B)(6) 2014, the jejunal tube was replaced as it was occluded. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.